Manufacturer narrative:
D4: UDI added. Testing was performed at abbott diagnostics scarborough, inc. On retained kit lot m149779 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for test kit part number 190-000j/lot: m149779, test base part number 190-430/lot: m149779. The lot met the required release specifications. A review of the complaints reported as false positive patient results (confirmed and unconfirmed, conflicting results) related to kit lot m149779 showed that the complaint rate is 0.02%. Abbott diagnostics scarborough, inc. Was unable to determine the exact root cause of the reported issue, however a possible assignable root cause is patient sample interference. Substances in the sample itself may have interfered with the reaction.

Manufacturer narrative:
The investigation is still in progress. A supplemental report will be provided after completion.

Event description:
The customer reported a false positive result with the ID now covid-19 assay on an unknown swab performed on (B)(6) 2021. Repeating testing was not performed. Pcr confirmation testing (sample type not provided ) generated negative results. Although requested, no additional patient information has been provided.